Manufacturer narrative:
Additional information was received from the field that the patient was seen for follow-up. Extensive testing was performed and measurements were consistently between 45 and 55 ohms. A chest x-ray was obtained and no anomalies were noted. The lead will continue to be monitored. Should additional information become available, this report will be updated.

Manufacturer narrative:
It was reported that the explanted products were discarded following the procedure and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The patient was scheduled for follow-up. The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating low out of range shock impedance measurements continued to be observed. A low out of range pacing impedance measurement was also detected. It was reported the patient presented to the emergency room after receiving a shock. Review of the episode found therapy was appropriate and the patient was successfully converted. A message indicating a shock was delivered to shorted condition was observed. The patient was admitted to the hospital. This lead and the implantable cardioverter defibrillator (ICD) were replaced with another manufacturer's system. No additional adverse patient effects were reported.

Event description:
--

Event description:
Boston scientific received information that a latitude alert was issued for this implantable defibrillation lead due to a daily shock impedance measurement less than 20 ohms. No adverse patient effects were reported.